Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that while priming the chemotherapy infusion 1l ns bag mixed with cisplatin, cytoxan, and vepesid, the primary tubing set spike broke. It was reported that this occurred twice on unknown dates, at inpatient oncology. There was no patient involvement.